Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "no post audio tones and no humidity adjustment". No patient involvement reported.

Event description:
It was reported "no post audio tones and no humidity adjustment". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test; however, it was not able to navigate through the power-on self-test (p.o.s.t.) As no audible sounds could be heard. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, airflow, and dual temperature probes were connected to the unit in an attempt to replicate the reported defect. An attempt was made to adjust the humidity settings but the settings were unable to be changed. The unit was opened. It was observed that wire harness 11833 showed signs of overheating. The power supply board (11823) was replaced with a known good power supply board. The unit again passed the initial power connect test. This time the unit also navigated through the power-on self-test (p.o.s.t.) With no issues; the speaker was now working. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was again connected to a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, airflow, and dual temperature probes. This time, the humidity settings were able to be adjusted with no difficulty. The complaint has been confirmed. The investigation revealed a defective power supply board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. The power supply board may have encountered higher stresses than normal causing it to fail before its intended use life. Teleflex will continue to monitor and trend on complaints of this nature.